Event description:
A malfunction was reported on the pump. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support decided to replace the pump, advising the customer to return the malfunctioning device using a provided return box and pre-paid label within 10 days. The customer was informed that the new pump would have updated software and instructed on its use and return procedures.